Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed no time and date resets; however there were events captured in the pump black box showing (B)(4) 2007 indicating that the time and date had reset at some point. The pump was powered on and was exercised for 24 hours without issues. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was powered off for 6 hours and the time and date reset to (B)(4) 2012. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012, the reporter, the patient's granddaughter, contacted animas to report that on (B)(6) 2012 the patient obtained the blood glucose readings of 500 mg/dl to 600 mg/dl. On (B)(6) 2012, the patient was admitted to the hospital with a blood glucose reading of 384 mg/dl, and a diagnosis of dka. The patient was treated intravenously with insulin. Troubleshooting revealed the pump's date/time were incorrect, am instead of pm, which may have contributed to the patient receiving the incorrect basal rate doses of insulin. A review of the pump history revealed the patient took only two bolus doses of insulin via the pump during the month of (B)(6). The patient's technique was incorrect by not setting the pump for the correct date/time. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, and was admitted to the hospital in dka, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).